Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 3/2/2021; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. It was reported that there ws no injury to the patient. Should additional information become available, a follow up report will be submitted.

Event description:
The user facility reported that after infusing for two to three hours using the belmont rapid infuser, ri-2, the touch screen froze and the stop button became unresponsive.